Event description:
The hcp reported there was a large discrepancy in the pump reservoir volume. A catheter dye study was normal. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient outcome was reported as good. A follow up report will be sent when additional information is received.